Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while delivering bolus the down arrow was stuck and took a while to respond. The customer¿s blood glucose level was 82 mg/dl. The customer also reported that the scroll bar was not moving with no input. Customer states that numbers are not ramping on their own. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.